Event description:
A physician reported that during a surgery the probe cutting was not working on an ophthalmic operating console. The surgery was completed by changing the settings. There was no impact on patient. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).